Manufacturer narrative:
A ge service rep performed an on site investigation. The software was re-installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had an intermittent problem with the touch screen and the printer. No pt injury was reported.